Event description:
The device has been explanted.

Manufacturer narrative:
Additional, Changed, and/or Corrected Data: B5, D6b, H6.

Manufacturer narrative:
A REVIEW OF THE DEVICE HISTORY RECORD HAS BEEN COMPLETED. NO DEVIATIONS OR NON-CONFORMANCES NOTED. THE EVENT OF CAPSULAR CONTRACTURE IS A PHYSIOLOGICAL COMPLICATION AND ANALYSIS OF THE DEVICE GENERALLY DOES NOT ASSIST ALLERGAN IN DETERMINING A PROBABLE CAUSE FOR THIS EVENT. FURTHER INFORMATION FROM THE REPORTER REGARDING EVENT, PRODUCT, OR PATIENT DETAILS HAS BEEN REQUESTED. NO ADDITIONAL INFORMATION IS AVAILABLE AT THIS TIME. REASON FOR REOPERATION: CAPSULAR CONTRACTURE, BAKER GRADE IV AND RUPTURE.

Event description:
PATIENT REPORTED "CAPSULAR CONTRACTURE BAKER GRADE IV", "RUPTURE" AND "INCREASE IN VOLUME ASSOCIATED WITH DISCOMFORT". LATER, HEALTHCARE PROFESSIONAL REPORTED "CAPSULAR RUPTURE" AND "CAPSULAR CONTRACTURE GRADE IV". THIS RECORD IS FOR LEFT SIDE. THE DEVICE REMAINS IMPLANTED.